Manufacturer narrative:
Examination of the submitted polyethylene device confirmed unanticipated abrasive wear. The abrasive wear indicates articulation with patient bone and/or bone cement suggesting poor device alignment. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt revised to address pain. Polyethylene wear noted.